Manufacturer narrative:
The patient was born on an unspecified date in 1971. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as poor environment/ source of water. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics which were discontinued 14 days after event onset. The patient was recovered from this peritonitis event. Dianeal therapies were ongoing.. No additional information is available as the reporter declined to provide any further information.